Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019/05/08. It was reported the cause of the high impedances was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 15-jan-2017, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 21-jan-2017, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 10-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain and other chronic/interact pain (trunk/limbs). It was reported that the patient¿s ins was replaced and every contact was now over 40,000 ohms and the lead connectivity check was all red. The healthcare provider (hcp) looked under the flouro and the lead/extension site looked good and the rep stated it looked good at the ins site as well. Technical services reviewed with the rep that the ins issue was generally the last culprit. The manufacturer representative (rep) stated they heard the clicks of the torque wrench. It was asked if the hcp tugged on the lead slightly to confirm that the lead was in tight, the rep stated they generally don¿t ask the hcp to do this. The hcp ended up leaving the ins in and would reschedule to revise the lead/extension on a different date. Technical services discussed the lead potentially not being in all of the way, but the rep insisted that they were positive the lead was inserted correctly all the way. The option to use a wens to confirm the lead/extension being the problem was also discussed. It was reported that there was no revision date scheduled at this time. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.